Event description:
Follow up information received reported that the patient checked her implantable neurostimulator (ins) with her programmer at the time of the loss of therapy and found that it had not shut off. She stated that her ins system was working fine. She saw a new physician last week at which time he started her on "new pills" along with using her device system therapy. If additional information becomes available, a follow up report will be sent.

Event description:
It was reported that the patient had a loss of therapeutic effect. The issue may have occurred following exposure to a security gate at a retail store. Additional information has been requested, but was not available as of the date of this report

Manufacturer narrative:
Ins model 7426, serial # (B)(4), implanted: 2010 (B)(6), explanted: unknown, extension model 748240, serial # (B)(4), implanted: 2002 (B)(6), explanted: unknown, extension model 748240, serial # (B)(4), implanted: 2002 (B)(4), explanted: unknown, lead model 3389-40, serial # (B)(4), implanted: 2002 (B)(6), explanted: unknown, lead model 3389-40, serial # (B)(4), implanted: 2002 (B)(6), explanted: unknown, programmer model 7438, serial # (B)(4).